Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-5. It was reported that the locking nut would not thread on the post. The nut was replaced with a new one and the procedure was completed without any incident. No patient injury was reported.

Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however, a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.